Event description:
Caller states the patient was tested and the following inform system results were obtained within 10 minutes: lo (less than 10 mg/dl) and 113 mg/dl, lo (less than 10 mg/dl) and 128 mg/dl, lo (less than 10 mg/dl) and 73 mg/dl. No action taken on device results. No adverse event reported due to device results. Requested returned of suspect system and replacement was sent.